Manufacturer narrative:
(B)(6). The device was received for evaluation. During functional testing, the reported problem "failing the downstream occlusion" was unable to be reproduced. Downstream occlusion detection testing could not be performed due to a constant reload set alarm. A review of the event history log revealed "downstream occlusion!" Messages however the log cannot be used to determine if the device is alarming within expected range. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was unable to be verified. The cause of the condition was undetermined however, the device will undergo force sensor no-tube and scale factor calibration as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump failed downstream occlusion during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.